Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace) was fractured approximately 1.0 cm from the hub underneath the strain relief; the 5max ace was kinked approximately 5.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the 5max ace was fractured underneath the strain relief. This type of damage typically occurs due to improper handling during preparation. If the device was forcefully removed from the packaging hoop at an angle, damage such as this may occur. The 5max ace devices are 100% visually inspected for during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the penumbra system 5max ace reperfusion catheter (5max ace) was stretched upon removal from the packaging. The stretched 5max ace was found prior to use and was not used for the procedure. The procedure was completed using a new 5max ace.